Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received six inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Technical services (ts) was consulted, discussed possible reprogramming options. The therapy available during the episode was exhausted. This s-ICD remains in service. No additional adverse patient effects were reported.